Manufacturer narrative:
Initial evaluation of returned sample confirms the reported condition. Investigation is in process. The review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. A supplemental MDR will be submitted once the evaluation has been completed. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated

Event description:
As reported, the outer box of the phasix flat mesh was opened and found that there was a hole in the inside sterile packaging (small tear in foil pouch). Another phasix mesh was used to complete the procedure. As reported the outer carton had not been opened prior and there was no damage noted to the outer carton. There was no patient impact.

Event description:
As reported, the outer box of the phasix flat mesh was opened and found that there was a hole in the inside sterile packaging (small tear in foil pouch). Another phasix mesh was used to complete the procedure. As reported the outer carton had not been opened prior and there was no damage noted to the outer carton. There was no patient impact.

Manufacturer narrative:
Initial evaluation of returned sample confirms the reported condition. Investigation is in process. The review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. A supplemental MDR will be submitted once the evaluation has been completed. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Received for evaluation was the outer carton (opened), and the inner sterile foil pouch (unopened). The outer carton was creased/bent. There is a hole/tear present on the front side of the inner sterile foil pouch and breach to the package. The foil hole/tear direction is inward, as a suggestion of an object causing the perforation. The reported event could not be replicated during assessment performed. A root cause for hole/tear observed could not be determined at this time. Our records continue to show this is the only reported complaint for this lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.